Event description:
It was reported that during engineering evaluation, it was discovered that the cord on the foot control device was damaged and wires were exposed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord of the device was damaged with exposed wires. The assignable root cause was determined to be due to allowing the cord to come into contact with something sharp, which is further defined as user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.